Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back syndrome. It was reported that the patient had been having lots of issues. The caller reported that the ins ran out yesterday. They reported that they tried to charge the ins last night, but were unable to because they got screen 99 and they wondered if the ins was unhooked. The caller noted that the recharger did not seem to find the ins. They also stated that on screen 99, it said ¿"1. Intellis, 2. 3.0, 3. 11.96, 4. Rtm interface al.c.¿ the caller reported that the last time they were successfully able to recharge was (B)(6) 2017. Product services (ps) had the caller take the batteries out of the controller and put them back in. The caller reported that they no longer saw screen 99 and stated they saw the ¿good morning¿ screen on the controller. The caller stated they unlocked the controller, but it went to the screen that said ¿no device found.¿ it was noted the caller did not have the recharging cord plugged in. The caller plugged the recharging cord into the controller but again confirmed it showed a screen saying that it was looking for a device. They moved the controller closer to the ins repeatedly, but it would not find the ins. The caller reported the controller would look for the ins and they would see screen 15 for 30-45 seconds, but it said ¿no device found¿ which was screen 16. The caller then reported they got a screen on the controller saying it¿s not going to recharge because the controller battery was low. The caller reported that the screen they were seeing was screen 86. Ps reviewed that the controller needed to be charged up before they could continue troubleshooting. The caller stated they would call back after charging the controller for an hour. The caller also reported that the ins had turned and had started moving or turning, not out of the skin but pushing against the skin sideways. They stated that the ins was not flat anymore. The caller also indicated they spoke to a representative (rep) this morning about all the other issues reported in the call. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that it was taking the patient a long time to recharge (in the range of hours) and that they were only getting 'good' recharge quality. The rep reported that the ins was not too deep but the patient's wife told them that it seemed as if the ins became un-sutured and that they have to push it down. It was reviewed that an ins at an angle can affect recharge quality. The patient saw their surgeon regarding this issue and they didn't think it was a big deal and were going to keep an eye on it. No further complications were reported.